Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump repeatedly alarmed no delivery. The customer declined troubleshooting for the issue, requesting replacement of the insulin pump. The blood glucose reading was unknown, since the call was disconnected prematurely. The customer was advised that the insulin pump would be replaced, but the call back was unsuccessful. Nothing further reported.